Event description:
Claim initiated by national subrogation services and communicated to sonic fusion recall inbox sonicfusion-return@waterpik.com. Subrogation correspondence claims smoke/fire damage in multiple areas of household. No personal injury communicated in claim. Per "independent expert report" ((B)(6) forensic engineering) it was concluded "an electrical failure within the water pik electric toothbrush base, which has been recalled through the FDA as a potential fire and sparking hazard; cannot be eliminated as the ignition source for the loss date fire." Sonic fusion recall packet issued 7/3/2018 and 7/30/2018 ((B)(6) tracking (B)(4), (B)(6) tracking (B)(4))-agent notes attached to 7/30/2018 interaction indicate "customer on vacation until sep. Have not rcvs sf unit back yet." (B)(6) contacted customer service 2/1/2019 after claimed date of loss (12/29/2018) asking if device (sf-02c1804112{sic}ap) is safe ((B)(6) asks verbatim if "that means it was manufactured in april 12, 2018"). (B)(6) was evasive in describing how he came to own the device; "just came across it." During the call, (B)(6) identifies (B)(6) as purchaser, later refers to (B)(6) as the "owner." (B)(6) indicates he "doesn't necessarily want to return it," refuses return label. (B)(6) claims he "will check with the actual owner whether he wants to return it or not. Rep urges that owner should return it, (B)(6) identifies "he won't use it" referring to owner. Customer service has attempted to contact (B)(6) multiple times with no response.